Manufacturer narrative:
The t:slim pump user guide cautions to always remove all air bubbles when drawing insulin into the filling syringe prior to cartridge load. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. It was confirmed that the customer did not perform the air removal step with the cartridge. There was no impact to the customer's blood glucose level.